Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the fse that cardiosave intra-aortic balloon pump (iabp) unit had power issue.

Event description:
It was reported by the fse that cardiosave intra-aortic balloon pump (iabp) unit had power issue. No harm to the patient.

Manufacturer narrative:
Updated field: b4, b5, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (health effect ¿ clinical code, medical device ¿ problem code, type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions) h11. Corrected field: d5, e1(initial reporter, event site email), e2, e3, e4, g2. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse replaced power management board to resolve the issue. Perform functional testing and safety check to factory specifications. Returned to customer for use.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h11. Corrected field: b5, d5, e1(initial reporter, event site email), e2, e3, e4, g2.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) had power issue. Patient involvement and event circumstances are unknown, however no adverse event reported.